Event description:
The patient reported: my invisalign broke a few months ago. I would like to continue with the program; however, my teeth have shifted significantly during that time. The movement I'm most frustrated with is my upper front teeth, which are now uneven and starting to chip. There is no evidence of a letter of recommendation on file, no preexisting conditions, and no additional information was reported.

Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21cfr part 803. This MDR is being submitted as a part of a retrospective review and remediation effort based on enhancements and harmonization made to the company's complaint handling processes. There is no change to device performance or to the device risk profile. A CAPA (2023-487) has been opened to manage the actions related to remediation of complaint files and any required MDR reporting. This retrospective review includes the date range of 05/17/2021 through 05/31/2024.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.